Manufacturer narrative:
The device history record review was unable to be performed as the reported lot number (1142) of the device does not match any of the manufacturer's lot numbers for this device. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Based on the information available, it is likely that procedural factors caused the reported retriever difficult/unable to go through shaft. Patient hemorrhage and vessel perforation are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the patient hemorrhage and vessel performation were anticipated procedural complications.

Event description:
It was reported in a post market surveillance report that when mechanical thrombectomy with the subject device for cardiogenic occlusion at the left middle cerebral artery, asymptomatic intracranial hemorrhage occurred. Severe blood pressure management was performed and the patient recovered. In the physician's opinion, the subject device might have damaged part of the blood vessels. He felt transient resistance during the mechanical thrombectomy

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported in a post market surveillance report that when mechanical thrombectomy with the subject device for cardiogenic occlusion at the left middle cerebral artery, asymptomatic intracranial hemorrhage occurred. Severe blood pressure management was performed and the patient recovered. In the physician's opinion, the subject device might have damaged part of the blood vessels. He felt transient resistance during the mechanical thrombectomy